Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be ¿forward firing at 92,468 joules. A second fiber was used to complete the case. ¿outcome of the patient ok/no harm to patient¿¿ reported.

Manufacturer narrative:
(B)(4) refers to a forward-firing of the side-firing surgical fiber; a code request has been submitted.